Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that an invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a routine in clinic device check, interrogation of this pacemaker noted a red screen on the programmer and a message that the device was in safety mode. Boston scientific technical services (ts) discussed the safety mode function and potential reasons the device went into safety mode. It was noted that the patient had recently fallen off a scooter and underwent a computed tomography (CT) scan of their head. Ts recommended device replacement. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
Additional information was received that device replacement has been scheduled for a future date.